Event description:
The device was applied during a bowel resection procedure. Reportedly, the staples did not form properly. The surgeon resected the tissue and applied another device. The hosp has reported that the pt's status is satisfactory.

Manufacturer narrative:
10/23/96 since the submission of the initial report under reference number 2647580-1996-65, co has received add'l info indicating this is a duplicate report of a previously reported serious injury MDR. The previously reported serious injury MDR was submitted under the "old" MDR regulation with co's reference number 9608421, assigned access number m764623 by FDA. Any future correspondence concerning this event will be reported in accordance with the original submission.